Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The interconnect cable was also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of not starting up/no boot. The fse determined the cause of the problem to be a faulty interconnect cable. The interconnect cable sends data, video and power between the workstation and the mainframe. A failure of this cable/connection could result in the system not booting. The fse replaced the interconnect cable and verified system functionality. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.